Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on 04/22/2024, the g7 bedside monitor froze right before a case, and they could not immediately get it back up and running. They unplugged the device, removed the batteries and let it idle overnight and after it rebooted, which resolved. The device was not in patient use. Investigation summary: the device event logs were provided and nihon kohden corporate (nkc) performed an investigation. The investigation revealed that continuous touch occurred at some areas of the touchscreen. It can be determined that finger touch was not possible during that period. No specific operation was performed prior to the occurrence of the continuous touch. The "continuous touch response" that occurred on (B)(6) was resolved without power cycling the device. The touch panel calibration was then performed at 4:30 on (B)(6). We confirmed that there was a prolonged "continuous touch response" on (B)(6), as reported by the customer. There was a log of "battery empty" on (B)(6), 19:35. There was a log of power off at 19:36 on (B)(6). There was a log of power on at 22:41 on (B)(6). Since the battery was fully charged at this time, it is assumed that the customer replaced the battery while the power was off. The customer reported no recurrence since april 22, but there was a "continuous touch response" logged at 11:17 a.m. On (B)(6) for a total of 11 minutes. We confirmed the issue was attributed to continuous touch, which is typically due to either power related issues (from depleted or damaged batteries), and/or user errors (from improper cleaning, improper maintenance, and/or incorrect key touch settings). A review of trend data does not reveal a significant trend related to the reported issue that would contribute to component failures related to the design or manufacturing of the device nor warrant any further corrective action. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 concomitant medical device attempt #1 05/09/2024 emailed customer via microsoft outlook for the item in the ni list. The customer responded with complaint details, but did not provide the requested device information. Bedside monitor bsm-1700 series: model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that on (B)(6) 2024, the g7 bedside monitor froze right before a case, and they could not immediately get it back up and running. They unplugged the device, removed the batteries and let it sit the rest of the night, which resolved. The device was not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that on (B)(6) 2024 the g7 bedside monitor froze before a case, and they could not get it back. They unplugged it and took the batteries out and let it sit the rest of the night. Now the unit is functioning fine. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series model: ni sn: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that on (B)(6) 2024 the g7 bedside monitor froze before a case, and they could not get it back. They unplugged it and took the batteries out and let it sit the rest of the night. Now the unit is functioning fine. Not in patient use.